Event description:
On 9/10/97 at 12:45 pm resident was returned to bed. Resident was turned to his left side for the provision of care to his back. Side rail in up position, bed in high position. Certified nursing assistant turned to night stand, for ointment when resident called her name, she turned as saw resident falling to floor. At this time she noted bedrail was in down position. Resident examined by physician, taken to emergency dept, admitted to acute care with multiple facial fracture and 3 fractured ribs. On 9/14/97 pt expired. The bed was removed from svc. The user facility was unable to duplicate the incident. Hil-rom co was notified. Rep from hil-rom visited and was also unable to duplicate the incident.